Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828804pl) was not draining cerebrospinal fluid (csf), ( the ventricles were not draining). Therefore the valve was explanted and replaced 3 days after implantation. No surgical delay and the patient is doing well.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The certas valve (ID (B)(6)) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; no defect was noted. The valve was hydrate. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis - at the time of investigation, no function issues were noted. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve or could be due to the kink on the catheter as reported by the customer. Or could be due to the kink on the catheter as reported by the customer.